Manufacturer narrative:
The device has not been returned to MFR so the root cause of this incident has not been definitively determined. Analysis of complaint trending info was performed and no similar complaints from the lot concerned have been filed.

Event description:
The cleaning brush was used to clean a scope. The brush head reportedly broke off inside the scope. The scope was then reprocessed. During a routine colonoscopy procedure customer noticed that the suction portion of the scope was not functioning properly. The customer used a 60cc syringe of water to flush the biopsy channel and when flushed a cleaning brush head came out into the pt. The brush head was immediately retrieved using a forcep.